Manufacturer narrative:
4247-appropriate clinical signs, symptoms, conditions term/code not available: investigation findings: malfunction observed without conclusive finding the device history record for lot cm2124001 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation as well as a photograph of the device. The returned product and photograph were evaluated and the reported issue was confirmed [broken cuff]; however, upon inspection of both the proximal and distal collars of the balloon cuff, they were confirmed to be attached to the tubing and there was no obvious origin of the reported tearing/ bursting effect. While the reported could be confirmed, the root cause could not be determined. All information reasonably known as of 07 nov 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that, on (B)(6) 2023, the cuff broke after intubation; there was no reported patient injury or medical intervention.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 13 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.